Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller confirmed use of room temperature insulin, new cartridge, and proper loading steps, and technical support instructed caller to continue filling tubing; caller planned to change cartridge and infusion set and was advised to call back if needed, and no further action was required.